Manufacturer narrative:
The insulin pump was received with act and esc buttons unresponsive due to corroded keypad traces. No button error alarm noted. The insulin pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 51 mg/dl at the time of the incident. The customer stated that, they were near the water but did not get the insulin pump in the water, leading to the keypad issues. And that the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. There was no indicated troubleshooting for the low blood glucose level reported. The insulin pump will be returned for analysis.